Event description:
It was reported that during routine device change, the pulse generator exhibited loss of output upon opening of the pocket using electrocautery. The patient became asystolic, external pacing was enacted. The device was explanted and replaced. The patient was fine post procedure.

Manufacturer narrative:
(B)(4)